Manufacturer narrative:
(B)(4). Batch # n55m06. The analysis found that the pce60a device was received in good visual condition and with a gst60g cartridge reload present. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. In order to verify the condition of the reload it was noted to have the deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a video assisted thoracoscopic wedge resection procedure, the first firing was with a green reload without buttressing material, the device started to fire then locked out. Knife reverse was not attempted. Manual override was used to release the device. A second device of the same product code was pulled and on the first firing the same thing happened. A third like device was used to complete the case. There were no adverse consequences for the patient.